Manufacturer narrative:
Concomitant product: pco4vp pco ventral patch 4cm x1 (product ID: pco4vp; lot #: pnd0017). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal and ventral incisional hernia. It was reported that after implant, the patient experienced pain and recurrence. Post-operative patient treatment included revision surgery.